Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was experiencing dislocation; the poly insert and head were changed out to solve the issue.